Event description:
It was reported that patients spinal cord stimulation (scs) implantable pulse generator (ipg) was difficult to charge and was not holding a charge. The patient underwent an ipg replacement procedure. The explanted device was discarded per facility policy.